Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the emergency department due to an alarm. A remote monitor transmission was sent for review and it was determined the right ventricular lead displayed high impedance. The alarm threshold was increased and the patient was advised to return to the hospital five days later, but did not. The lead remains in use and no patient complications have been reported as a result of this event.